Event description:
It was reported that the 2.0 x 08 mm mini vision was unable to cross the right coronary artery (rca). There may have been a dissection after this failure to cross; therefore, a longer, 2.0 x 28 mm mini vision was inserted, but was also unable to cross the rca. A second 2.0 x 28 mm mini vision was able to cross and was implanted to treat the possible dissection. There were no adverse patient effects reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Although the mini vision stent delivery system(sds) was not returned for analysis, there was no report of any damage observed to the device prior to use, which may suggest that a product deficiency did not contribute to the difficulties experienced. The inability to cross the lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices and/or accessory device support. No patient anatomical information was provided, which may have aided the investigation. However, the failure to advance is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. The patient effect of dissection, as listed in the mini vision instructions for use, is a known adverse event associated with coronary stenting procedures. Dissections can be influenced by several factors including, but not limited to, lesion characteristics, procedural technique, and device size selection. The reported resistance within the lesion appears to be related to circumstances of the procedure. Although a conclusive cause for the reported dissection and the relationship to the device, if any, cannot be determined, there does not appear to be any indication of a product quality deficiency.